Event description:
It was reported that during a ptca procedure, the liberte stent became dislodged from the delivery device and was retrieved by a snare. The multiple lesions being treated were greater than 70% stenosed and very tight in the greatly calcified and severely tortuous "shepherd crook" of the right coronary artery (rca). Three stents were placed successfully, distal to proximal. This fourth liberte stent dislodged from the delivery device while attempting to deploy it, however, it was successfully snared with an unknown device. The patient did not experience any symptoms during this procedure. The procedure was ended due to the amount of contrast used, and the patient was brought in for a successful pci with another liberte stent 2 days later. Patient status was reported as 'okay'.

Manufacturer narrative:
As the device remains implanted and the delivery device has been disposed, no product analysis can be completed and no root cause determination can be made.